Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Suprarenal option ivc filter found to be multiply fractured with one fragment in the rv apex and others pericaval. Deeply tip embedded. Removed with forceps-extravascular and rv fragments retained.